Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had a urinary tract infection in (B)(6) 2022 and became septic as a result of purewick female external catheters being packaged incorrectly which caused them to be unsterile and the catheters were shoved into smaller boxes which made them bent and twisted and unusable and also stated that it happened with every order. It was unknown what medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿inappropriate package design/ packaging is not stable over the shelf life of the device". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient had a urinary tract infection in (B)(6) 2022 and became septic as a result of purewick female external catheters being packaged incorrectly which caused them to be unsterile and the catheters were shoved into smaller boxes which made them bent and twisted and unusable and also stated that it happened with every order. It was unknown what medical intervention was provided for the urinary tract infection.